Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up report - device evaluation/resolution: follow up attempts were made to obtain evaluation & repair information from the manufacturer's field service engineer; no response received. If information is received, the complaint will be updated.